Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The patient¿s medical doctor stated the patient was having significant issues with irritation. Exact date of medical intervention was not provided. No additional event or patient information is available.